Event description:
The facility reported to customer service a pump that repeatedly detected air. This failure occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 19, 2007. Evaluation summary:the reported condition of a pump that was repeatedly detecting air was confirmed. Inspection of the device found that the cause of the failure was due to the air-in-line sensors reading low values which was caused by an out of specification air-in-line printed circuit board. The pump head module was replaced. The device was returned to the customer fully operational.